Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a vibrating sensation near his heart when he turns his stimulation up. He stated the vibration stops when the stimulation is turned off. The pt also reported the stimulation works well but causes his leg muscles to relax so much they "give out" and he must flex them before standing. No further info is available at this time.